Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('same meds and pain pills for the day before and day of') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), liver disorder ("im having feeling that I've got some liver, heart and kidney issues"), cardiac disorder ("im having feeling that I've got some liver, heart and kidney issues"), renal disorder ("im having feeling that I've got some liver, heart and kidney issues"), arthralgia ("hip pain/ joint pain"), myalgia ("sore muscle"), back pain ("yes very bad in my back"), pain ("all over body pain"), inflammation ("chronic inflammation"), alopecia ("also my hair is falling"), herpes zoster ("shingles"), dizziness ("dizziness"), muscle spasms ("leg cramps"), nephrolithiasis ("kidney stones"), fluid retention ("retention of fluids"), oedema peripheral ("leg edema") and swelling ("whole body swelling") and was found to have weight increased ("gain so much weight") and spinal cord neoplasm ("cyst on her spine"). The patient was treated with surgery (essure removed, complete hysterectomy). Essure was removed. At the time of the report, the pelvic pain, liver disorder, cardiac disorder, renal disorder, arthralgia, myalgia, back pain, pain, inflammation, alopecia, weight increased, herpes zoster, dizziness, muscle spasms, nephrolithiasis, fluid retention, oedema peripheral, spinal cord neoplasm and swelling outcome was unknown. The reporter considered alopecia, arthralgia, back pain, cardiac disorder, dizziness, fluid retention, herpes zoster, inflammation, liver disorder, muscle spasms, myalgia, nephrolithiasis, oedema peripheral, pain, pelvic pain, renal disorder, spinal cord neoplasm, swelling and weight increased to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: "cyst on her spine, dizziness, leg cramps ,kidney stones, retention of fluid, hip pain, liver disorder, heart disorder, kidney disorder and swelling". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jun-2020: information received via social media. Event "swelling " was added. Reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('same meds and pain pills for the day before and day of') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), liver disorder ("im having feeling that I've got some liver, heart and kidney issues"), cardiac disorder ("im having feeling that I've got some liver, heart and kidney issues"), renal disorder ("im having feeling that I've got some liver, heart and kidney issues"), arthralgia ("hip pain/ joint pain"), myalgia ("sore muscle"), back pain ("yes very bad in my back"), pain ("all over body pain"), inflammation ("chronic inflammation"), alopecia ("also my hair is falling"), herpes zoster ("shingles"), dizziness ("dizziness"), muscle spasms ("leg cramps"), nephrolithiasis ("kidney stones"), fluid retention ("retention of fluids") and oedema peripheral ("leg edema") and was found to have weight increased ("gain so much weight") and spinal cord neoplasm ("cyst on her spine"). The patient was treated with surgery (essure removed, complete hysterectomy). Essure was removed. At the time of the report, the pelvic pain, liver disorder, cardiac disorder, renal disorder, arthralgia, myalgia, back pain, pain, inflammation, alopecia, weight increased, herpes zoster, dizziness, muscle spasms, nephrolithiasis, fluid retention, oedema peripheral and spinal cord neoplasm outcome was unknown. The reporter considered alopecia, arthralgia, back pain, cardiac disorder, dizziness, fluid retention, herpes zoster, inflammation, liver disorder, muscle spasms, myalgia, nephrolithiasis, oedema peripheral, pain, pelvic pain, renal disorder, spinal cord neoplasm and weight increased to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media- liver disorder, heart disorder, kidney disorder. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 27-apr-2020: quality safety evaluation of ptc. On 23-mar-2020: fu 8 & 9 process together. Social media received event " cyst on her spine, dizziness, leg cramps,kidney stones, retention of fluid" were added. Reporter information was added. On 23-mar-2020: fu 8 & 9 process together. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('same meds and pain pills for the day before and day of') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), liver disorder ("im having feeling that I've got some liver, heart and kidney issues"), cardiac disorder ("im having feeling that I've got some liver, heart and kidney issues"), renal disorder ("im having feeling that I've got some liver, heart and kidney issues"), arthralgia ("hip pain/ joint pain"), myalgia ("sore muscle"), back pain ("yes very bad in my back"), pain ("all over body pain"), inflammation ("chronic inflammation") and alopecia ("also my hair is falling"). The patient was treated with surgery (essure removed). Essure was removed. At the time of the report, the pelvic pain, liver disorder, cardiac disorder, renal disorder, arthralgia, myalgia, back pain, pain, inflammation and alopecia outcome was unknown. The reporter considered alopecia, arthralgia, back pain, cardiac disorder, inflammation, liver disorder, myalgia, pain, pelvic pain and renal disorder to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media- liver disorder, heart disorder, kidney disorder. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received: new events were added: liver disorder, heart disorder, kidney disorder and reporter information were updated on 23-mar-2020: social media received. New reporter was added. On 23-mar-2020: social media received- fu 3, 4 proceeded together new events hip pain/ joint pain, sore muscle, yes very bad in my back, all over body pain chronic inflammation were added. Reporters was added. On 23-mar-2020: social media received- fu 3, 4 proceeded together new events also my hair is falling was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('same meds and pain pills for the day before and day of') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), liver disorder ("im having feeling that I've got some liver, heart and kidney issues"), cardiac disorder ("im having feeling that I've got some liver, heart and kidney issues"), renal disorder ("im having feeling that I've got some liver, heart and kidney issues"), arthralgia ("hip pain/ joint pain"), myalgia ("sore muscle"), back pain ("yes very bad in my back"), pain ("all over body pain"), inflammation ("chronic inflammation"), alopecia ("also my hair is falling") and herpes zoster ("shingles") and was found to have weight increased ("gain so much weight"). The patient was treated with surgery (essure removed, complete hysterectomy). Essure was removed. At the time of the report, the pelvic pain, liver disorder, cardiac disorder, renal disorder, arthralgia, myalgia, back pain, pain, inflammation, alopecia, weight increased and herpes zoster outcome was unknown. The reporter considered alopecia, arthralgia, back pain, cardiac disorder, herpes zoster, inflammation, liver disorder, myalgia, pain, pelvic pain, renal disorder and weight increased to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media- liver disorder, heart disorder, kidney disorder quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received: new event "gain so much weight" added, reporter added .fu 5 and 6 processed together. On 23-mar-2020: social media received. Reporter's information added.eevnt: shingles were added.fu 5 and 6 processed together. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('same meds and pain pills for the day before and day of') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removed). Essure was removed. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.